Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3086, UDI: (B)(4), serial: (B)(6), batch: a000147632.

Event description:
It was reported that there was an aborted trial on (b)(60 2023 due to the patient vomiting on the surgery table. One lead was pulled out once the patient was at risk and losing their airway. Investigation was unable to determine which of the leads attributed to this issue. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient was successfully implanted a new trial system. Therapy was restored post procedure.